Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be in pieces.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 2 reported events were confirmed during testing. 2 devices were found to be affected by a missing component. 1 device evaluation is in progress. Additional information: 3 devices are not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be in pieces.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.